Event description:
Physician reported an ectopic pregnancy for a pt that underwent the essure micro-insert placement procedure on (B)(6)2008. Pt did not return for an essure confirmation test (hsg). Pt was treated with methotrexate and pregnancy terminated.

Manufacturer narrative:
(B)(4).